Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized due to syncope for an unknown reason. It was noted that a remote interrogation was performed at a later date which showed normal device function. No additional adverse patient effects were reported.